Event description:
A customer observed a condition code indicating that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.